Manufacturer narrative:
(B)(4). Polident denture adhesive cream is marketed as super poligrip cream in the us.

Event description:
Accidental device ingestion. This case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for denture wearer. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. Gsk medical assessment revealed that polident denture adhesive cream was suspected to be a contributory cause of the incident. The event did not lead to serious outcome. Additional details: this case was reported from a consumer via call center representative on (B)(6) 2016. A male consumer born in (B)(6) used polident denture adhesive cream for improvements of denture retention and fitting from an unknown date. Some time later after using the product, there was no adhesive cream left on his denture when to detach it hence the consumer suspected that he swallowed the product and food together. No further safety information was reported. The consumer did not consent to local privacy law hence no further information would be available.